Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (B)(6) experienced heat in their ipg pocket. The physician suspected that there could be an infection and administered antibiotics. On (B)(6) 2017 the patient was seen for a follow up appointment wherein the physician elected to replace and relocate the ipg.

Event description:
Follow up revealed that cultures were taken and came back (B)(6). Issue was resolved with replacement.